Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during a 50 ml test infusion that delivered only 43 ml at 250 ml per hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.